Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "dead space, infection, and exposure."

Event description:
Healthcare professional reported "dead space, infection, and exposure" against unknown side device. Device status is unknown.